Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 456 mg/dl. It was also stated that the customer was experiencing neurological problems, as well as showing signs of a stroke. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.